Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/2. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 361c18, and no non-conformances were identified. Additional information was requested and the following was obtained: staples were deployed - (some) half of the staples were deployed. The firing stopped midway. The patient was not harmed. Were you unable to get a read from the computer chip? I have not spoken to the nurse in the case.

Event description:
It was reported that during an unk procedure, that after halfway through the staple load the device misfired. No additional information to the rep and no patient harm.